Event description:
A surgeon reported approximately 11 months following a glaucoma filtration device implantation, a patient who had a reduction in corneal endothelial cells. The surgeon informed that the bleb had formed as expected. Hypotony occurred with no additional treatment recommended.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4).